Event description:
A customer reported that during cataract surgery, iris chafing was observed. The surgeon believes the cause to be related to the phaco tip. Additional information has been requested.

Manufacturer narrative:
The customer did not return a sample for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause could not be determined. All phaco tips are 100% visually inspected by trained operators using (B)(4) magnification. (B)(4).